Event description:
Doctor had a case involving two endotine triple devices. Doctor successfully engaged two triple devices into the drilled holes, however, all the tines of both devices broke off when the doctor attempted to engage the tissue with them. The physician involved was concerned about the drilled holes and the technique he was using to drill them. The doctor drilled four holes in order to prepare holes that would securely hold the devices in place.

Manufacturer narrative:
Coapt systems, inc. Has rec'd one endotine triple device involved in the case. The other device involved was discarded by the site. Coapt is currently investigating the device. A conclusion can not be made at this time since the investigation has not yet been completed. A supplemental MDR report will be submitted upon completion of the investigation.